Manufacturer narrative:
(B)(4). The reported device has been received. A review of the complaint history, device history record, IFU and quality control of the reported device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. The sheath and dilator were returned in a used, damaged condition. The dilator was returned inserted into sheath. Biomatter was present on the devices. The sheath distal tip showed accordion-type damage and hangnail damage. This type of damage is consistent with difficult advancement due to a disrupted transition between the distal tip of the sheath and the dilator shaft, which can occur if the device is inserted into the patient at an angle. It was determined that user technique may have contributed to the failure mode of the device. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
It was reported that during a lower limb percutaneous transluminal angioplasty (pta) with a flexor ansel guiding sheath, when advancing the sheath into the vessel, the tip of the sheath kinked. During the investigation it was noted that the sheath distal tip showed accordion-type damage and hangnail damage. This type of damage no part of the device remained inside the patient's body. The patient required no additional procedures. The patient had no adverse effects.